Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was no longer holding a charge. It was also noted that the patient was complaining about the ipg site. The patient underwent a revision procedure wherein the ipg was replaced and a new pocket was made. The patient was doing well and was feeling the stimulation in the painful area. No device malfunction was suspected. The explanted ipg was discarded.